Event description:
Pump experienced an altitude alarm, prompting a temporary suspension of insulin delivery. The customer's blood glucose level was 224.4 mg/dl. Tandem technical support instructed the customer to clean the pump's speaker holes and attempt to resolve the issue by loading a new cartridge, but the alarm recurred. As a result, a replacement pump and cartridge were arranged, with instructions for the customer to use multiple daily injections (mdi) as backup therapy. The customer was guided on how to store the faulty pump and instructed to return it with a pre-paid label for replacement.